Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead is stretched at various locations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant attempt, due to difficult anatomy a lot of stretch and torque were placed on the ra (right atrial) lead. Also, lead helix was slow to retract after the initial implant attempt. The ra lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.